Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the atrial lead was oversensing and detected noise. The ventricular lead was also oversensing. The leads were reprogrammed and are still in use. No patient complications have been reported as a result of this event.